Event description:
The customer reported that while the iabp was in use on a patient, the auto-fill failure alarm was noticed. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Customer reported that the device displayed an "auto-fill failure". Tested device with balloon and confirmed failure. Verified in fault log 48 (failed to start timer for printing) entries at time of occurrence. Unit not recognizing plugged port during pim leak test. Replaced pim and still the same. Unable to relieve vacuum created in service diagnostics through k3 and k11. Replaced helium manifold (0104-00-0014) and tested device. Passed testing. Performed complete calibration and functional test. Safety testing was also performed. Iabp was returned to the customer. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The replaced components are being returned to the manufacturer for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).